Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was received for evaluation. Visual inspection revealed no physical damage. Event history log confirmed that no miss setting or other errors related to delivery failures were identified. Functional testing could not replicate the reported issue; pump accuracy was within specification. The root cause was undetermined as no problem was identified. The expulsor was adjusted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed to pass the injection accuracy test (weight accuracy, volume accuracy) during the hospital maintenance inspection. There was no patient involvement.